Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not run. They stated that the pump would only run when they pressed the prime key and that it would run "for five seconds, then stop and shut down". They stated that the pump did not alarm. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint, but that they had no further information about the complaint. (B)(4).